Event description:
Customer called to report high bg's. Also stated the insulin was not exiting while priming. Customer removed the syringe and found that the driver block was moving freely in the locked position. Device was not dropped, bumped, or exposed to moisture.